Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, a new pod was inserted.

Manufacturer narrative:
The device was received deployed. The adhesive pad was returned attached to the bottom housing of the device. No damages or defects were observed with the adhesive pad or on the adhesive pad welds. Data obtained from the device generated an 0x18 alarm. Indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. The exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage occurred. Inspection of the needle mechanism assembly found no damages or defects. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.